Manufacturer narrative:
(B)(4): evaluationconclusion - based on the complaint information, we were unable to determine a specific root cause of the event.(B)(4).

Event description:
The customer reported problem with the aq2010v three piece silicone lens due to a bad injector. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.